Event description:
Caller reported an issue with a continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided detailed instructions for a complete pump reset, which the caller followed. After resetting the pump, the cgm error did not reoccur, and the caller successfully initiated a new sensor session.